Event description:
I got silicone breast implants in 2009. I was healthy and never had any health issues. Within a year of getting my implants, I started experiencing numbness / tingling in legs arms, hands. Over the next 9 years different symptoms developed: dizziness, insomnia from the numbness, nausea, memory loss, brain fog, extreme fatigue where I couldn't stand at a store, stiff joints, blurry vision, shortness of breath, breast pain. My hands started freezing up and becoming paralyzed for short periods of time. Drs had no answers. Told me I'm perfectly healthy. I visited a neurologist, cardiologist, had MRI, lots of bloodwork, sleep drs etc. My health became very bad with no explanation. After 10 years of searching for answers, I finally realized all these symptoms started occurring shortly after getting my implants. I never had one health issue before. FDA safety report ID# (B)(4).